Event description:
It was reported that cardiac arrest occurred. A left atrial appendage closure (laac) procedure was being performed. The physician got femoral vein access and inserted the versacross connect and the watchman trusteer access system (was). The physician was still in the superior vena cava (svc) and the patient's heart all of a sudden stopped beating. The nurse started cardiopulmonary resuscitation (CPR) immediately. The patient's heart rate came back but was bradycardic at 35bpm. The physician put in a temporary pacemaker and a 40mm watchman flx pro closure device was successfully implanted. This event was further reviewed, and it was found that this event was not caused by the watchman trusteer access system; therefore this complaint for the watchman trusteer access system is withdrawn. In the physician's opinion, the devices did not contribute to the patient complications.

Manufacturer narrative:
B5: correction added. From 2099: no known device issue to 1699: incident not product related h6: patient codes corrected from 9041: cardiac arrest and 9030: bradycardia to 9398: no clinical signs symptoms or conditions. H6: impact code corrected from f2306: resuscitation, f2301: additional device required, and f08: hospitalization or prolonged hospitalization to f26: no health consequence or impact.

Event description:
It was reported that cardiac arrest occurred. A left atrial appendage closure (laac) procedure was being performed. The physician got femoral vein access and inserted the versacross connect and the watchman trusteer access system (was). The physician was still in the superior vena cava (svc) and the patient's heart all of a sudden stopped beating. The nurse started cardiopulmonary resuscitation (CPR) immediately. The patient's heart rate came back but was bradycardic at 35bpm. The physician put in a temporary pacemaker and a 40mm watchman flx pro closure device was successfully implanted.